Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.